Event description:
It was reported that the lock mechanism strut broke while transporting a patient. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.